Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr. Device. After re-seating the foot, the physician experienced abnormal resistance while trying to remove the device. The device was stabilized and the patient was sent to surgery. The surgeon removed the device with a cut-down and found the foot to be in the open position. The pt is recovering without incident.